Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Vascular solutions guideliner; medtronic endeavor stent(x4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. Another graftmaster (3.5 x 16) was implanted and the perforation was sealed. In this instance, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for leaks for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, without the product to examine, a definitive cause for the reported failure to seal the perforation could not be determined. The other jostent grafmasters are being reported under separate medwatch report numbers.

Event description:
It was reported that during the procedure four non-abbott stents were implanted in the heavily calcified right coronary artery (rca) through a guideliner. After the 4th stent was implanted in the proximal rca, a large perforation was seen. A graftmaster stent (3.5x26) was successfully implanted but there was leaking distal to the stent. The second graftmaster (3.0x19) did not cross the lesion and a strut was lifted. The device was removed without difficulty. A third graftmaster (3.0x16) was implanted distal to the 1st graftmaster but distal leaking continued. Another graftmaster (3.5x16) was implanted and the perforation was sealed. Post-dilatation was performed to all stents and the procedure was completed. There was no adverse patient sequela and the patient remained in stable condition. Though requested no additional information was provided.